Event description:
It was reported that during the procedure the tips of two drivers fractured. The tips were retrieved and alternate devices were used to complete the case. There were no reported patient impacts. This is report two of two for this event.

Manufacturer narrative:
The returned driver was evaluated. Visual inspection revealed the tip is deformed/twisted. The complaint is confirmed. A review of the manufacturing records did not identify any issues related to this failure which would have contributed with this event. As this failure is regularly occurring with known causes and impacts, a summary investigation was completed. The likely cause for deformation of the tip is due to over-torqueing or forces applied off axis. The reported fractured could not be confirmed. However, a device malfunction was confirmed for driver tip deformation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G3: foreign china: the complaint is confirmed for the failure of deformed tip. Medical records were not provided for review. Root cause was unable to be determined. Per DHR review, the parts were likely conforming when they left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3003853072-2020-00024.

Event description:
It was reported that during the procedure the tips of two drivers fractured. The tips were retrieved and alternate devices were used to complete the case. There were no reported patient impacts. This is report two of two for this event.